Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was admitted after he experienced his pump flow dropping of history and physical inspection indicated damage in power leads and need for a system controller exchange. System controller was exchanged and baseline pump parameters were observed. After being plugged into ac power for approx 30 minutes, his pump stopped again and was immediately converted to battery power. History interrogation reveals several pump stop alarms which were cleared once his power sources were changed to dc power. In the morning he was converted back to ac power with a non-grounded pt cable. No pump stop alarms have occurred since he has been disconnected from a standard pt cable. Add'l info received stated that the pt underwent a pump exchange from one lvad to another lvad on (B)(6) 2013 due to internal percutaneous lead damage.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.